Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user states "catheters are twisted due to this cannot pass into drain bladder and recently got uti as he had to touch the catheter with this issue. Consumer has been cathing for 6 yrs for retention." With the problematic ones he said "they come out "twisted like rolled over or bent back" upon removal from the packaging. With this twist essentially he cannot keep the coude tip upwards and so cannot get these to go into his bladder to drain as it feels like he is "wrestling with a slender worm." He gets it far inside but it will not pass his sphincter. He said it is not painful but doesn't feel like it is passing into his bladder properly as he can feel with his other speedicaths or gcafm that don't have these concerns which are usually easy for him to get in. He said last wednesday he went into the va and had a routine urine specimen for check up. He had only one of these catheters with him and attempted to use it to give the sample and it was twisted. He said he touched it in parts not on the sleeve to try and get it in but he was unsuccessful. He even tried removing it and reinserting but could not get it in, again, touching the catheter itself. That next evening, thursday, he said his uti symptoms started. He said he had very cloudy urine and just felt ill. He thinks he got this infection as he touched the catheter so much the day prior. He said his wife had a medication in the house for utis - name unknown and he took it but then friday morning brought in a urine samples to his md, had a visit. He said the urine sample contained some blood in there too he mentioned. His md told him his urine was positive for uti and he said he got an injection (name unknown) in office and ciprofloxacin course for a week which he just finished today and feeling better. He has had utis in the past with other catheters and doesn't always cleanse his meatus prior to catheter insertion." It was explained to him how this can help prevent infections.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned packaging lot#2j01914. No similar complaint has been registered to this lot and this type of issue. Reference to this complaint is in tw# (B)(4) - catheters are twisted, 8 pcs, no photo attached. The issue "bent catheters" is in the scope of CAPA tw#(B)(4) tiemann tip not aligned with tube curvative or tiemann indicator - gc air for men coude catheters. The percentage of affected pieces against lot is (B)(4). According to IFU 1733108a1 use the no-touch sleeve to minimize contact with the catheter. This complaint was discussed on complaint review board on november 7, 2024. No further action are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.